Manufacturer narrative:
The sample is unavailable, however, images of the problem have been provided by the complainant. A follow-up report will be provided once the investigation has been completed.

Event description:
After patient treatment, they found that there is no hard wire. Finally, they found the hard wire in the patient¿s body. As a result, patient needs the surgical removal of the hard wire.

Manufacturer narrative:
H3 other text: placeholder.

Event description:
Follow up.